Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the "foreign material. The nozzle in the adhesive around objective lens, adhesive around the light guide lens, plastic distal end cover, and bending section cover " malfunctions would likely be relate to the reprocessing that was not conducted properly due to leakage from the bending section cover. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle, adhesive around objective lens, adhesive around the light guide lens, plastic distal end cover, and bending section cover had foreign material. There were no reports of patient involvement.